Event description:
The facility reported a colleague infusion pump with a malfunction where the "contact same if po needed overinfusion". This condition had the potential to interrupt delivery. This condition occured during delivery. There was a report of patient/user involvement. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. No repairs have been made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. The device history record review shows pump failed 'nurse call not function' . Rear inverter harness was reinserted & pump passed subsequent testing. The device has not been previously sent into service for the reported condition of "accuracy-overinfusion" or any accuracy issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an overinfusion was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.